Event description:
It was reported that the index procedure was approximately 2008 and an unk omnilink stent was placed at the ostium in the left subclavian artery without reported issue. Approximately 2 years post procedure the patient presented with angina symptoms and an angiogram was performed that showed the omnilink stent was reportedly fractured. The cine showed stenosis in the middle between two pieces of the stent. The vessel was ballooned and a non-abbott covered stent was placed inside the omnilink stent. It was reported as a good result. There was no reported patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information. (B)(4). Biliary indication used in the vasculature.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). Stent fracture can be a result of, but is not limited to, stent material, post dilatation technique, anatomical motion resulting in stress/fatigue of the stent material and/or interaction with other device post deployment. The stent fracture was not noted at the time of stent implant, suggesting that the noted damage occurred post procedure. However, a definitive cause for the reported stent fracture could not be determined and there is no indication of a product quality deficiency. Reportedly, the patient experienced angina and restenosis was noted. It is likely that the reported restenosis is a result of the reported stent fracture and likely contributed to the reported angina. Additionally, it was reported that the omnilink stent was implanted in the subclavian artery. It should be noted that the IFU states: the omnilink .018 biliary stent system is intended for palliation of malignant strictures in the biliary tree. The stent is not indicated for implant in the subclavian artery. It is unknown if the implant of the stent in an off label application contributed to the reported complaint.